Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient has had the device for quite a while and it still doesn't work till date. The patient considers this as one of the worst mistakes made. It was noted that no one had been able to help the patient. The patient urinates 15+ times a day and lots of time, the patient has the urge and there is hardly anything there. The patient inquired if there is anyone who knows how to operate the device. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) on november 1st. It was reported before surgery the patient lost their ability to urinate. The patient noted they were given an interstim. The patient noted it had totally destroyed their life and it never worked and the side effects were terrible. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected, patient code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient reported with stimulation on he had pain in his left testicle and reported that another healthcare professional (hcp) though the pain was related a hernia. The patient had a CT scan and the scan came back as no hernia and stated it had to be related to the interstim. The patient noted they had a lot of support with their hcps. The patient stated they had not had a scan to see if the leads have moved or migrated and the patient stated they had not. The patient noted they went for a 30 mile drive on (B)(6) with the stimulation off and had no pain, so again he said the pain had to be from the interstim. The patient stated he wished it worked. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient needed an MRI of the neck and stated the device was going to cause problems with the MRI. Patient reported yes, there were symptoms, but did not specify the symptoms and did not know whether related to device/therapy. The patient disconnected the call before further details could be gathered. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va15z0j, implanted: (B)(6) 2016. Product type lead, UDI#: (B)(4) ubd: 2020-04-11 these codes apply to lead: patient code: (B)(4), device code:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient stated therapy never worked for him and no one explained how to use the device. The patient stated he has to urinate so frequently he cannot drive 20 minutes because he has to stop since implant. The patient stated that he cannot go see his family because they are over 2 hours away he feels these symptoms are worse since he was implanted. The patient was still seeing their doctor regarding their symptoms. Patient has turned the ins off. Patient stated the ins shocked him really badly about a month ago. Patient stated that he falls all the time because he doesn't have any balance - patient doesn't have serious falls but falls for lack of balance and provided medical history that he broke his neck in 2013. The patient had a CT scan on (B)(6) 2018 and was having some difficulties with pain at the lead site. The doctor said it is a possible hernia. Patient clarified the pain at the lead site started 6-8 months ago. Patient was redirected to follow up with their hcp for their issues, and stated he is working with his hcp but he does not plan to use the ins any longer. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.